Event description:
Additional infomraiton received reported the baseline lesion was in the right internal carotid artery (ica). Vessel tortusoity was moderate. No patient symptoms were reported. The procedure was completed with another manufacturer's product. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that resistance was observed during the procedure upon delivering the stent. The vessel was not tortuous. The resistance occurred in the proximal section of the catheter. The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4):¿ equipment used: vis (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the solitaire rd 4-20 stent device was returned for analysis inside a biohazard bag and a shipping box. The phenom 21 catheter was not returned with the stent. Per the solitaire rd instructions for use (IFU): ¿solitaire rd 4-20 should be delivered through a catheter with a minimum inside diameter of 0.021¿. Therefore, the phenom 21 catheter appeared to be compatible with the solitaire rd stent as it has a labeled inner diameter (ID) of 0.021". ¿ visual inspection/damage location details: the finger markers were examined inside the introducer sheath and aligned properly. The solitaire stent working length was in good condition. The non-working length was found to be kinked at the tear-drop struts. Visual inspection showed no irregularities outside of the proximal marker. The marker coil was found to be damaged. No other anomalies were observed. ¿ testing/analysis: due to its damaged conditions, the returned solitaire stent device could not be used for resistance testing. ¿ conclusion: based on the reported information and the device analysis, the customer¿s complaint was confirmed as the returned solitaire stent was damaged. The damages likely occurred when the customer attempted to advance the solitaire rd stent device through the phenom 21 against resistance. Possible causes of the resistance include using a damaged catheter, vessel tortuosity, and a lack of continuous flush with heparinized saline. However, the customer indicated that vessel tortuosity was not tortuous, and a continuous flush was used, which eliminates these factors out as potential causes. Since the phenom 21 catheter was not returned, any contribution of the catheter to the resistance issue could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.